Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Note: strips are expired. Test strip open date is 6 months.

Event description:
Consumer reported complaint for lo blood glucose test results. Sherry (mother) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 6 months ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely root cause is black chemistry due to improper storage. Note: strips are expired. Test strip open date is 6 months.

Event description:
Consumer reported complaint for lo blood glucose test results. Sherry (mother) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 6 months ago. (B)(6).